Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: lot#9125769 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t perform in-depth investigation. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitoring on similar issues from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: the risk level is low, no need to open CAPA.

Event description:
It was reported that 2 pen needles 31gx5mm 14 pack were found clogged before use, after connecting them to the pen and pressing the injection button. The pen needles were used to inject insulin twice a day, "every morning and evening". The following information was provided by the initial reporter, translated from (B)(6) to english: "used umil 25 injection and upan ii injection pen. Who was diagnosed with insulin injection in the middle of last year." "Patient use pen needle to inject insulin twice a day(every morning and evening) the product has not been reused after connected with injection pen and press the injection pen, two of pen needle were noticed with clog".